Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The reported event was confirmed by review of radiographs. Review of radiographs demonstrated that asymmetric position of the femoral head within the acetabular cup consistent with polyethylene wear. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined with the information available. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was requested but not returned by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: cup: 0001822565-2019-02792, liner: 0001822565-2019-02793.

Event description:
It was reported that a patient underwent a right hip arthroplasty on an unknown date. Subsequently, the patient was revised for an unknown reason. Cup and liner were revised. Attempts have been made and no further information has been provided.